Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a parity error. The reset was reproduced during temperature chamber testing. The root cause of the reset was an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that prior to implant, the device was found to be in backup vvi mode and unable to be interrogated. There were no adverse consequences to the patient.